Event description:
On (B)(6) 2013, patient contacted animas, alleging that the buttons are not responding to press. Product was unavailable for review at the initial contact with animas. In subsequent call, patient was unwilling to complete trouble shooting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/4/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/22/2013 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection showed some cosmetic damages with no damage to the keypad. Investigation was unable to duplicate the ¿unresponsive button¿ complaint. All the buttons responded properly to presses. Upon removal of the keypad, contamination was found under all the button contacts. Unrelated to this complaint, the device powered up to a dim and discolored verify screen. The display screen was replaced with a test display, and the test display screen was functioning properly.